Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). It was reported that on (B)(6) 2024, an 16 mm amplatzer amulet left atrial appendage (laa) occluder (lot: 8880820) was chosen for implantation utilizing a 12f amplatzer torqvue delivery system. The device was implanted successfully with one full recapture. Post procedure the same day, trace pericardial effusion was observed. Patient was asymptomatic. Unspecified treatment was performed. The effusion resolved on (B)(6) 2024.

Manufacturer narrative:
An event of no apparent adverse event and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported improper or incorrect procedure or method appears to be related to user fully recaptured the device. The reported no apparent adverse event as there was not adverse event to the patient. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 - adverse event problem - health effect - clinical code: 3271 removed, health effect - impact code: 4641 removed, medical device problem code: 2993 removed.

Event description:
Crd_1056 (B)(6). It was reported that on (B)(6) 2024, an 16 mm amplatzer amulet left atrial appendage (laa) occluder (lot: 8880820) was chosen for implantation utilizing a 12f amplatzer torqvue delivery system. The device was implanted successfully with one full recapture. There were no patient effects or device issues.